Event description:
It was reported that (1) lcsk5 was used during an unknown procedure. It was reported by the rep that the device stopped working shortly after use. Opened another device to complete the case. There was no consequence to pt.